Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical lung cancer procedure. The stapler did not fire. To complete the procedure, another device was used. No known impact or consequence to patient.